Event description:
It was reported that an infection occurred. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned, analyzed and analysis results revealed no anomalies found. Product ID: 5076-52 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product ID: 694765 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product ID: (B)(4) lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6). (B)(4).